Event description:
Acdf fusion c4 - c6. Screws and plate were placed; however, plate would not lock at one level. While using item fg769r; tip of device broke in screw. All eight screws and plate were removed. Everything was replaced; surgery was completed. Plate was locked. Issue caused a 30-45 minute delay. No pt injury. Went from 16 to 18 mm screws. The hole where the screw was stuck was replaced with an 4.5 x 18 mm rescue screw.

Manufacturer narrative:
Devices will be forwarded to MFR for evaluation. Devices reported: item: fg358t (spectrum cervical plate 8 holes 54mm); item: fg769r (spectrum extract. Instr. F/free spinn. Scrw); item: fg879t (spectrum cervical screw 4.0x16mm polyax.); common device name: kwq apply to all devices reported under MDR 3005673311-2008-00030.